Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 582 mg/dl at the time of the incident. Patient's blood glucose at the time of call was 454 mg/dl. Customer treated for high blood glucose with bolus. Customer reported that sensor is not reading blood sugar correctly. Customer reported that blood glucose was 582 mg/dl but the sensor glucose value was 69 mg/dl. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.